Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) - drill visual examination of the provided photographs show that the drill bit had broken off in the drill guide. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is confirmed as the provided photographs show that a drill had broken in the drill guide. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Other associated products: item# stg; lot#32040501.

Event description:
It was reported that the instrument was stuck in mating instrument and fractured while drilling. No report of foreign body retained by patient or patient harm.